Manufacturer narrative:
Qc performed after the event was within specifications. The customer runs qc daily, or after assay calibration. System check, sample collection and pre-analytical handling info have not been provided. Customer indicated that there were no instrument or results flags on printout. The customer indicated that no other accu tni results were in question at the time of this event. A field service engineer (fse) was dispatched to the customer lab. The fse adjusted ultrasonic voltages the fse performed system check which passed. The fse ran a diagnostic test which partially failed. The fse did service to rv and an incubator track. The fse replaced vessel holders. The fse reran the diagnostic test and system check; both passed. In this event the patient sample was re-tested and treatment was not affected. On a recur event, additional testing may not have been done and treatment decisions could be affected although the fse performed hardware repairs, a clear root cause has not been determined in this event. A malfunction will be assumed for the purpose of this report.

Event description:
A customer contacted beckman coulter regarding an erroneously high troponin (accu tni) result on a single patient sample that was generated by the synchron lx I 725 instrument. The elevated accu tni result was 2.37ng/ml. The acu tni result was not reported out of the lab. The customer retested the original patient sample on another instrument on their lab. The accu tni result obtained from another instrument was 0.05ng/ml. The customer then retested the original patient sample on the synchron lx I 715 instrument. The repeated accu tni result was 0.05ng/ml. The customer indicated that there has been no change to patient treatment attributed to or connected with this event.